Event description:
It was reported, postoperatively, the patient developed sinus bradycardia, which was treated with an external pacemaker. It was resolved on (B)(6), 2011. Prolonged hospitalization was reported. Additional information has been requested.